Event description:
It was reported that the pump experienced power issues. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the seal was intact. No evidence of reported issue found in the event history log. During the functional testing was unable to duplicate power issues as customer reported. The root cause of the reported issue was unable to be determined. Recommend replacing the battery compact as a preventive. E4 reported to FDA was unknown at the time of this report.